Event description:
It was reported that the device was used during an unknown procedure. Post operatively, a cancer patient returned with a stricture. The surgeon re-excised the area and the patient is doing fine. The surgeon stated that everything worked fine during the original procedure. Additional information being requested.

Event description:
Three attempts have been completed for additional information, but no more information has been received.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).